Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity was 1.5 years remaining and the battery consumption was 272%. It was also reported that there were some atrial impedance measurements greater than 3,000 ohms. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity was 1.5 years remaining and the battery consumption was 272%. It was also reported that there were some atrial impedance measurements greater than 3,000 ohms. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion and high out-of-range pacing impedance.